Event description:
The pt received her scs system including percutaneous leads on (B)(6)2008. It was reported that one lead had fractured. The lead was replaced on (B)(6)2008. Follow up on the pt found that no further issues have been reported. The explanted lead was returned to ans for evaluation. No further info is available.

Manufacturer narrative:
Evaluation: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Wires are broken about 20 cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.